Manufacturer narrative:
On october 25, 2021, mentor became aware that patient's impacted device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast surgery with a 500cc mentor smooth round high profile saline breast implant experienced right sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
On september 27, 2022, mentor became aware that patient experienced right sided capsular contracture baker grade unknown and deflation post procedure. Reason for device explant and/or reoperation: deflation and capsular contracture baker grade unknown . Manufacturer¿s reference number: (B)(4).